Manufacturer narrative:
Evaluation results: failure to follow instructions (force was used to advance the device over the lesion). Inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (the target vessel was reported to have been heavily calcified with moderate tortuosity). Deformation problem. Evaluation conclusion: failure to follow instructions (force was used to advance the device over the lesion). Known inherent risk of procedure (failure to deliver stent and stent deformation). Device failure/lack of effectiveness related to patient condition device (the target vessel was reported to have been heavily calcified with moderate tortuosity). (B)(4).

Event description:
Physician attempted to deploy an endeavor resolute 2.5 x 24mm stent. The target lesion was in mid right coronary artery and was reported to have been heavily calcified with moderate tortuosity. There were no issues reported following removal from the hoop. A pre-dilatation was carried out. Resistance was encountered when the stent reached the lesion and more force than usual was used to advance the stent over the lesion. It is reported that stent was stuck to calcification and struts were damaged. Device was retrieved from patient with difficulty. Device was removed, after which another balloon 2.0 x 15 mm was used for dilatation. No resistance felt with this balloon. After pre-dilatation, another stent 2.25 x 18 mm was implanted. No patient complications were reported. Device evaluation: there were two kinks on the hypotube section of the catheter at 13cm and 34cm distal to the strain relief. There was no resistance noted in the inner lumen. It was noted that the stent was positioned correctly on the balloon between the marker bands. The stent was damaged at the 14th and 15th distal segments. The distal tip was slightly stubbed.